Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) female underwent a valve explant after an implant duration of approximately five (5) years. Through follow up with the health care provider, it was learned that the reason for explant was due to prosthetic valve mitral stenosis and mitral valve regurgitation. Per the obtained records, the valve was exposed and the leaflets of the prosthesis were noted to be frozen. The valve was explanted and a #29 bovine pericardial valve was seated into place. The patient was eventually weaned from cardiopulmonary bypass and obtained hemostasis. An echo revealed good function of the mitral valve. The patient was returned to the cardiothoracic intensive care unit in serious but stable condition. The explanted valve will not be returned for analysis.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without the return of the device, the root cause of this event cannot be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.